Manufacturer narrative:
D10 ¿ device returned to mfg ¿ september 17, 2020. H10 - received one used list# 142480489 with the complaint of leakage from the cassette. As received, the set was visually inspected and no anomalies were found initially. The set was air pressure leak tested and a leak was found from the plug juncture, between the silicone seal and the wall of the plug socket. No leaks were found anywhere else along the fluid path. Close examination of the socket found a channel of air bubbles moving along the side of a partially folded silicone seal. The complaint of leakage can be confirmed. This most likely occurred as a result of an error during the manual process where the diaphragm was not correctly placed into the machine's nests before automated assembly of the cassette at the manufacturing location. A device history review for lot# 4546445 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a plum set where etoposide leakage of approximately 5 - 10 ml was observed from cassette . There was no adverse event reported.